Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was quit so patient started taking manual injection. Blood glucose was unknown. Customer was not find the screw on battery cap. The insulin pump will not returned for analysis.